Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: no information (rupture found during explant surgery).

Event description:
Health care professional reported a left side rupture found during explant surgery. The device has been explanted.

Manufacturer narrative:
Device evaluation: a visual and microscopic analysis was performed which identified: sharp opening on anterior, non-penetrating nicks and crease fold. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp pattern on anterior of opening device assessed as a surgical impact opening, for the non-penetrating nicks in the shell. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Health care professional reported a left side rupture found during explant surgery. The device has been explanted.